Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 06-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that ever since the patient's implant surgery, they have had pain under the ribcage. They stated the pain was there regardless of if the device was on or off. It was painful when sleeping, and the patient could not raise their arms all the way up as well. The patient's healthcare provider instructed the patient to call to ensure their system was off, and patient services went through the programmer with the patient. No further complications were reported or anticipated. Additional information received from the patient indicated that being implanted with the stimulator led to the pain under their ribcage and loss of range of motion. They stated that pain started in the left side of their back and went all the way around the left side of their stomach. They added that they were unable to raise their arms above their head. The patient stated that they had an MRI on (B)(6) 2020, and their physician indicated that their lead was too far to the left. The patient stated that they are waiting for a surgery date to get it fixed. They added that they have to sleep sitting up in their recliner, and they haven¿t slept in their bed since implant. No further complications were reported or anticipated.